Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. X-rays were provided and reviewed by engineering. The root cause of the tibial fracture could not be identified. The x-ray review could not confirm the loosening or osteolysis. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address a tibial periprosthetic fracture and osteolysis. Tibial loosening due to the fracture and osteolysis was also reported. The manufacturer of the cement used at the time of original implantation is unknown.